Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the placement signal for a patient implanted with an impella 5.5 is far off from the patient's blood pressure. Additionally, the patient required additional surgery to resolve bleeding. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for investigation. The cause of the optical sensor issue was not determined due to a lack of clinical details and no product being returned. The cause of the bleeding cannot be determined as insufficient clinical details were provided. The device passed all post-sterile inspection checks.